Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery alarm or unable to prime anomaly noted during testing. The insulin pump had minor scratched lcd window, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had scratches on the screen. The customer also reported that they received no delivery alarms. The customer's blood glucose was 167 mg/dl at the time of incident. The customer stated that they could barely see the screen. The customer stated that the no delivery alarms can be resolved by performing insulin pump rest. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.